Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-24111. Related manufacturer reference number:2017865-2021-24113. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Additionally, it was noted that the atrial and right ventricle leads exhibited noise. Explant of the device was complete on (B)(6) 2021. During the same procedure on (B)(6) 2021, the atrial and ventricular leads were capped and replaced. Patient was stable.